Event description:
Customer alleged that a pt was sitting on the side of the bed and scratched one of their ankles on the retaining ring used on the siderail extender. The siderail was in the down position when the event occurred. Customer alleged that the retaining ring had separated and that the patient's skin was broken.

Manufacturer narrative:
Hill-rom technical support representative found that the retaining ring was separated. He also reported that the account has declined to release the retaining ring at this time.